Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to the instrument was disassembled and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken at the distal end, but not at the crimp location within the yaw pulley. The wire was found to be broken approximately 11mm from the crimp location, within the distal clevis. The wire is normally routed through the distal clevis but was dislodged due to the break. No additional damage was found to the distal end. The complaint regarding instrument energy code was not responding was confirmed by failure analysis. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the permanent cautery hook (pch) instrument energy code would not respond. The body was reactive. The procedure was continued as planned with no reported injury.